Event description:
It was reported that this was a vessel closure of an unspecified access site using a prostyle device related to an interventional procedure. Reportedly, the device experienced a cuff miss [suture retrieval issue] during step 3. An additional perclose device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the initially filed report, the following information was received: analysis of the returned device showed that the suture was intentionally cut. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The failure to cycle was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined it appears the suture was cut intentionally after the plunger was pulled back. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.